Manufacturer narrative:
The customer's in-house it department addressed the issue by resetting the unit's communication receiver.

Event description:
Customer reported the panorama central station's ambulatory telepack has lost communication, which may have affected telemetry monitoring. No pt injury was reported.